Manufacturer narrative:
Follow-up #1: date of submission 03/24/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/02/2017 with the following findings: a review of the black box indicated that reboots had occurred. Visual inspection revealed that the battery compartment was cracked. The battery cap was not returned with the pump for investigation; a test cap was used to complete testing. The test battery cap was able to secure properly to the pump. The pump was exercised for 24 hours with no power issues occurring. The pump casing was opened and no defects were found to the power circuit. The complaint of a power issue could not be duplicated on investigation. Unrelated to the original complaint, investigation revealed that the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. The battery compartment is cracked and the pump has no power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.